Event description:
It was reported that the patient experience bent cannula event occurred on (B)(6)2026. This led to diabetic ketoacidosis and high blood glucose level for which the patient was hospitalized for further management with manual injections. Patient was discharged after one day.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.